Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they worked with the patient to use their equipment to synch with their stimulator and confirm the implant serial number. Patient reported interstim worked wonderful after it was implanted and they did not have to make a lot of adjustments, but they had a bad truck accident on (B)(6) 2024; it did some damage, it did not work work, and they tried multiple adjustments but that did not work, so they had to replace it. Pt said they had their implant replaced last tuesday ((B)(6) 2025).